Event description:
It was reported, the camera head's lens was damaged. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, new damages/defects were observed: moisture was detected inside the ccd cover glass and a leak was identified between head cover and ccd. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue a review of the device history record- DHR was conducted, and no issues were identified olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E2 onsite specialist: e3 non health care professional.

Event description:
It was reported, the camera head's lens was damaged. There were no reports of patient harm.